Manufacturer narrative:
Follow-up #1 date of submission 05/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/12/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the pump battery compartment. A battery cap was not returned with the pump. A deep scratch in the pump casing at the battery compartment was found, which has no impact on insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that the pump battery compartment and battery cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.